Event description:
According to the reporter: during laparo appendectomy, the surgeon articulated the jaws in 30 degree angle and fired the device. Then the surgeon pushed up the center control button and tried to return the jaws to the straight position, however the device did not react at all. He pushed right and left of the center control button, however the status was same. After that, as the right and the left buttons of the center control worked suddenly, the surgeon could remove the device from the cavity. The nurse tried to remove the cartridge from adapter, however the black release button was very stiff and could not remove. Then tried to remove the cartridge by force, however beep sound was heard. Removed adapter connected with the cartridge from handle and reset, however the same event (beep sound) occurred. Removed adapter from handle, removed handle from shell, reset again,then connected adapter connected with t he cartridge to the device, the device reacted normally. The nurse could remove the cartridge from adapter at last. The surgical time was extended by less than 30 min. The status of the patient: no problem.